Event description:
I have had ongoing headaches since using the dreamstation autocpap. I also have significant nasal congestion after use nightly and chronic runny nose. Sore throat on and off. I have been blaming other causes up until recently. I have now come to the conclusion that this all started when I started CPAP. It is this device. FDA safety report ID # (B)(4).